Event description:
It was reported that the implant was removed due to a nerve injury. Procedure was completed with another product. Tooth site 36.

Manufacturer narrative:
ZimVie complaint number (b)(4)